Manufacturer narrative:
Tracking #.49868. Ees #.981325/j. D6: device returned with no lot identification. Endopath disposable surgical trocar: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported event during surgery occurred. The devices were examined, found to be functional, and were cycled repeatedly without incident. The experience reported by the surgeon could not be repeated during testing.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported while attempting to insert the 355l trocar the outer sheath would not retract and the blade was exposed. Another 355l was opened to complete the procedure. There was no consequence to the pt.